Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices. During deployment of the trunk ipsilateral leg endoprosthesis, the ipsilateral leg was pushed upward; however, it could not be advanced sufficiently. As a result, the ipsilateral leg partially obstructed the left internal iliac artery, and delayed flow in the left internal iliac artery was observed. Final angiography revealed loss of blood flow in the left internal iliac artery; however, no additional treatment was performed. The physician stated that the bifurcation between the internal and external iliac arteries was not clearly identified.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.